Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and was dropped in the bathtub. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also has a blank display and is cracked. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The device passed the self test, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device failed leak test at cracked case battery tube side. The device had high sleep current measurement due to corroded electronic assembly. The motor and force sensor had moisture damage. The device had minor scratched display window, damage display window cover, scratched case, cracked case at battery tube side, pillowing keypad overlay, peeling keypad overlay and cracked retainer.